Event description:
A report was received that stated the pump alarmed ¿check clutch.¿ no patient injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was damaged, which caused a check clutch/plunger alarm. The position potentiometer was replaced. Following repair, the device passed all function and delivery testing.